Manufacturer narrative:
The driver was received at the manufacturer for evaluation regarding the reported condition of the device running on its own. The device required a total rebuild, as burnt, worn, and abused components were found throughout. Service completed a total rebuild and then returned the driver to the customer.

Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. The case was successfully completed with another device. There were no adverse consequences reported as a result of this event.